Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance measurement around 1900 ohms and higher thresholds were observed. The physician plans on performing an x-ray and re-evaluating the rv lead again when the pulse generator is replaced for normal change out. The atrium channel had normal behavior. The patient is not pacemaker dependent and no adverse patient effects were reported. This rv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).